Event description:
It was reported that during a total gastrectomy procedure, the jaw could not be closed after the cartridge was loaded. When the closing lever was grasped several times, the jaw was eventually closed. However, the jaw then would not open. Therefore, the device was not used on patient. A different device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/27/2009. Informatino anticipated, but unavailable at this time.